Manufacturer narrative:
Plant investigation: the companion device was returned to the manufacturer for physical evaluation. The companion samples were visually inspected and no abnormalities were detected. In addition, all bonds were closely reviewed and found to be properly assembled. The samples were found acceptable according to bom. A functional test was performed to companion sample on the hemodialysis machine and no separation of heparin line or leaks occurred. No air bubbles inside the system was noticed, no level variation of venous and arterial chamber or any alarm. The sample tested worked as intended without any abnormalities during the tested period. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the heparin line separated from the fresenius bloodline during a patient¿s hemodialysis treatment. There was minor blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The separation appeared to be a seal failure. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date not provided.